Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance during shock delivery that triggered a code 1005, indicating an open circuit condition. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.